Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device code was reloaded and normal device function was restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).